Event description:
It was reported that the user experienced a hypoglycemic event while eating dinner when a meal was not announced as blood glucose was trending down, with a recorded low of 69 mg/dl, after which blood glucose recovered to 120 mg/dl following continued food intake; the user and caregiver sought guidance on meal announcements while using the ilet system and elected to avoid meal announcements and rely on correction dosing for small, frequent eating. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included recovery from the low without medical intervention or hospitalization. Investigation included complaint intake review and troubleshooting with user education on best practices for meal announcements and stabilizing blood glucose prior to announcing meals during the learning phase. Investigation of this case revealed no device malfunction, with user behavior and meal pattern contributing to the event while the device algorithm continued to provide corrective dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.